Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: dbs-linear leads. Upn: m365db2202450. Model: db-2202-45. Serial: (B)(6). Batch: 7119834. Product family: dbs-linear leads. Upn: m365db2202450. Model: db-2202-45. Serial: (B)(6). Batch: 7121422.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced loss of stimulation due to high impedances. The patient underwent a revision procedure wherein the extension was explanted and replaced. The patient is doing well postoperatively. The extension was retained by the facility and will not be return for analysis.